Event description:
The consumer had been let off their braun lift from the van and alleges that while the chair was "off" it suddenly took off, spun around, and "flipped over 3 times, throwing consumer 80 ft below and landing on top of consumer". As a result of the incident, consumer was hospitalized with neck brace and released same day.